Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega needle driver was observed to have a torn cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The mega needle driver instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have a frayed pitch cable at the distal clevis hub.

Event description:
Refer to h10/h11 for follow-up information.